Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, for diabetic ketoacidosis (dka). The patient's blood glucose (bg) level rose over 500 mg/dl while wearing the pod between 36 and 48 hours on infusion site (abdomen). The patient had a symptom of sleep dysfunction, nausea, pain, change in body temperature and redness on the skin. As treatment, intravenous insulin was given. The patient was discharged on (B)(6) 2026.